Event description:
On 06/10/2024 additional information was received by an arthrex subsidiary employee via email who stated that the procedure being performed was a fibula fracture. The patient's bone quality was good.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that one of the ends of the screw and the tip of the mini compression ft¿, titanium, 3.5 mm x 34 mm had broken off. Dimensional testing of the overall length returned results at .346 of 1.339 ± .005 per drawing c16497-12. Major ø .145 of the part returned was between tolerance. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging and/or excessive force being used during insertion of the screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024, it was reported by an arthrex subsidiary employee via sems(B)(4) that an ar-8730-34h mini compression ft screw broke. This occurred during a case after drilling the distal fibula with a guide wire, a 2.7 cannulated drill was inserted, increasing the circumference and diameter of the hole. Soon afterward, a scarifier was offered, but the surgeon chose not to use it. When introducing the screw, the surgeon tightened it without feeling much resistance, and near the end, the screw broke. The surgeon chose not to remove the screw.